Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged the top of the battery cap was worn, and moisture was behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The pump was returned with moisture visible in the display area. The battery cap had a worn top, but was able to fully attach to the pump and complete a 24 hour duration test with no pump reboot events. There was moisture on the internal components of the pump.